Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, discontinued, route, frequency and duration were not reported) and ceftazidime injection (2gm, intraperitoneal, discontinued, frequency and duration were not reported) for the event. At the time of this report, the patient remained hospitalized for another indication and has recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.